Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibited mild burnt on detritus; the glass cap exhibited severe devitrification at the output window; the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber cap exhibited a radial fracture of glass cap proximal to fiber/cap fusion zone beneath the metal cap; the fiber proximal to fracture rotated independently of metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostrate procedure, there was a decrease in vaporization @ 82,869 joules. Gland volume 45 ml. Time expended 12:28 minutes the procedure was completed using a second fiber. There was no harm to patient.